Manufacturer narrative:
The serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient complained of severe glare in both the day and night time. The patient also complained of a film over their vision. Reportedly, these outcomes significantly interfere with activities of daily life for the patient. The replacement lens was a zcb00 lens. There was no incision enlargement and no vitrectomy. Also, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/10/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked, and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Common device name: multifocal iols. Product code: mfk. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0200. Expiration date: 10/12/2022. UDI number: (B)(4). Device manufacture date: 10/12/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00362. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.